Event description:
This wire is supposed to be hydrophylically coated, but the coating dried out much faster than it was supposed to. The coating dried out just as the device was being used once it was opened.======================manufacturer response for glidewire, radifocus glidewire (per site reporter).======================unknown at this time.